Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was deployed and a partial recapture was performed due to a gap on the posterior side. At this time, the blood pressure and heart rate decreased and a pericardial effusion was observed upon tte. Drainage by pericardium puncture was started and 400ml was removed. The physician reviewed whether to perform a full recapture or release the device. There was a high risk if a full recapture was performed, and since pass criteria were all met, the device was released. Pericardial drainage and reinfusion continued and protamine was administered. The patient was surgically treated and the source of bleeding determined that one anchor had perforated the left atrial wall. The device remained implanted in the left atrial appendage. The patient was currently being monitored in the gicu. The ventilator was already withdrawn, and the patient was stable.